Manufacturer narrative:
The device is available for evaluation. However; it has not yet been received. Initial reporter phone: (B)(6).

Event description:
The event involved a zytomed-verabreichungs-set onko ii where a cytostatic ran over the hand of the nurse when handling an unspecified medication to be infused. This occurred when disconnecting the spinning spiros of the onko set (B)(4). From the list number o036b, the spinning spiros came loose from the luerlock connection of the onko set. There was no patient involvement and no patient harm noted. This is the third of four events reported.

Manufacturer narrative:
The device was not available for evaluation. Without the returned device a probable cause is unable to be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information found in d9 - device available for evaluation. E1 - initial reporter phone: (B)(6).